Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t . A livanova field service engineer was dispatched the customer and after extensive troubleshooting, discovered the cp bridge valve block has an internal leak and needs to be replaced. Repair will be completed when parts are available. The cooling malfunction is potentially due the internal leak. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during testing after sanitation the fill sensor of the 3t heater cooler was likely not correctly working. Customer also reported intermittent problem with patient cooling. There is no report of any patient injury.

Manufacturer narrative:
H11: through follow-up communication with the livanova field service representative in charge, it was clarified that the cooling issue occurred only on cardioplegia side. In fact, during device inspection no issue was discovered with the patient side and the replacement of the cardioplegia bridge resolved the issue. Therefore, based on the information received, the present event has been re-assessed as not reportable. Indeed, cardioplegia pump malfunction is not likely to result is death or serious injury since cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods (i.e. Ice for cooling) or to use another circuit of the device. Thus, temperature management on cardioplegia side is not critical and the reported event is re-assessed as not reportable. A device service history review has been performed and identified that the unit was manufactured in 2008 and no other similar events have been reported, nor a concerning trend has been identified. Based on the collected information and considering the manufacturing date of the unit and investigation's results of previous similar complaints, the most likely root cause of the event is related to aging/wear of the cardioplegia bridge, to which environmental conditions in which it works might have contributed (humidity, condensation or high temperatures).

Manufacturer narrative:
A livanova field service engineer was dispatched the customer. The device has been functionally checked. And patient tank works properly in the temperature range. Cardioplegia bridge has been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.